Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer in performing the reset. The malfunction did not recur after the reset.